Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a device change out due to eri, the rv lead broke apart as the physician was attempting to explant and replace it. The physician capped the lead. No new device was implanted. Due to lack of access, a new rv lead was not placed at this time. Should additional information become available, this file will be updated.